Event description:
Technician alleged that the right siderail could not latch. No pt impact.

Manufacturer narrative:
The technician found the middle siderail tube missing the lower pivot block, roller guide and lower pivot bolt. The technician replaced the middle siderail tube, lower pivot block, roller guide and the lower pivot bolt to resolve the issue.